Event description:
It is reported that the patient was revised due to the presence of bone fragments present in the surface of the articular surface.

Manufacturer narrative:
Evaluation summary: it was speculated that the bone fragments were a result of a patient fall and subsequent fracture, which occurred on (B)(6)2010. The device had been implanted for approximately 1 year before the fall. Patient demographics were female, age 81, medium build, other information remains unk. Third party wear particles, such as bone fragments, are known to be potentially damaging to articular surfaces. Since the removed articular surface was not received, the specific amount of damage cannot be determined. Without additional information, an exact cause of the failure cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.